Event description:
It was reported that the insulin pump would not turned on after customer dropped their insulin pump. Customer tried new batteries but did not work. No further information provided.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not properly plugged in to the interface board. The pump was received with operating currents within specification. No off no power anomaly was noted after the battery tube connector was plugged in. The pump was received with minor scratches on the lcd window and case, as well as a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.